Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with lumbar trauma and underwent lumbar posterior surgery. During surgery, the set screw was slipped. No patient complications were reported as a result of the event. The screws came in contact with the patient for several minutes and when the surgeon found that it was slipped, screw was removed.